Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Single reporter exemption #(B)(4). Investigation of returned guidewire revealed that the core wire was broken off at distal end of the device due to excessive rotational force. Coil was long elongated and broken off. Physician provided comment that the event is because of excessive manipulation to the device. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected during the production process for meeting the products specifications and releasing criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the guidewire was trapped in the heavily calcified cto lesion when crossing of the guidewire was attempted, and rotational manipulation was excessively given to the guidewire, resulting accumulation of rotational force to the core wire, breakage of the core. Along with removal of the guidewire the coil was stretched and elongated without breakage. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Do not manipulate the guidewire through strut of stent. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, in the pci procedure to heavily calcified cto lesion at rca, subject guidewire was advanced, and during attempt to cross the lesion, physician noticed the guidewire was trapped and broken off. Attempt to retrieve the broken fragment was made by snare device, part of the fragment was retrieved, part of the fragment could not and was left remained in the lesion.